Event description:
It was reported that during a procedure the core impaction drill was smoking. The procedure was completed successfully utilizing back-up equipment with no clinically significant delay, no medical intervention and no adverse consequences reported.